Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient underwent a laparoscopic appendectomy due to appendicitis. The patient did well initially as hemostatic. There were no loose staples seen. Ten days post-operatively, the patient underwent a reoperation where they found 1 staple connected to the small bowel obstruction where the staple was noted to be connected to the mesentery. He states the staple was b-sharped.